Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. All button key contacts do not spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past couple of days. She denied peeling of the rubber keypad, but mentioned that the up arrow and down arrow button symbols are worn. The family member denied exposing the pump to water; noted that the pump is cleaned with a dry cloth; and stated that the pt wears the pump clipped to her waistband.